Manufacturer narrative:
The device history record review (DHR) could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: kevin blumenthal and et al, dept no urol, george washington hospital in washington, dc described reviewing cases of patients who underwent robot-assisted laparoscopic radical prostatectomy (ralp) at the institution from january 2005 to september 2007 and identified patients with bladder neck contractures (bnc) or complications related to the use of holc. A retrospective chart review was performed to attempt to determine the cause of each bnc. Two bnc were reported as associated with holc migration and erosion into the vesicourethral anastomosis.